Event description:
It was reported to philips that the system was frozen. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system froze. Upon troubleshooting fse found that the system was running slowly and froze. To resolve this issue, fse reinstalled the system and configured system settings. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.